Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Successfully downloaded history files and traces using thump. Pump error 41 was found in history file on 10/11/2024 21:20:58.000 due to motor voltage regulator, other motor hw. Pump was cut open to perform visual inspection and found evidence of moisture ingress on the electronic assembly and motor. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked retainer and cracked belt clip rails. In summary, customer alleged pump error 41 confirmed. Pump error 38 noted during testing. Exposed to magnetic field or MRI unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41- motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period, exposed to magnetic field or MRI. The customer reported no adverse event. The event involved product(s) mmt-1811. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process after restarting. Customer reported that the pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. Mmt-1811 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.